Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: as the catalog and lot number for this incident is unknown bd headquarters, (B)(4), has been used as the manufacturing location. This incident was notified from the FDA, ref mw5061656. No customer contact information was included. The state delivering the incident information ((B)(6)) is used as the initial reporter state is unknown. The 510(k)# is unknown as the catalog number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd ultra-fine pen needle 5mm x 31g broke off in the patient's arm. The patient stated that she never had an issue with these same pen needles until bd added the new pentapoint comfort tip. The patient went to the doctor and had an x-ray, which confirmed the needle had broken off into her muscle. The patient was reported to be following up with her doctor and may need surgery to remove the broken pen needle from her arm. No additional information is available.